Event description:
Facility reported 1 incident of a leak from a crack on the tubing of a transfer set noted during use. Per affiliate, no patient injury or medical intervention was associated with this incident.